Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approximately 9.5 years ago. There was a thoracic abdominal aneurysm stent graft also implanted approximately 3.5 years ago as part of the valor 1 clinical trial. Aneurysm and vessel morphology at the time of implant were not reported. The pt has a history of peritoneal dialysis for renal failure. It was reported the aneurysms appeared stable, but the right iliac limb appeared to have migrated proximally and there was minimal distal apposition in this area. The pt was advised on having an extension limb placed to improve distal apposition in the right iliac artery, which can be done without occluding the hypogastric artery and further evaluation will be required at time of the angiography. The pt is dialysis dependent, therefore, little or no contrast will be used. One month later 14.5 x 10 contralateral limb made by another MFR was implanted in the right iliac artery with about 7 cm of proximal overlap with the endograft and at least 3 cm of distal apposition in the native common iliac artery. Balloon angioplasty of the right external iliac artery was performed. There were no complications and the pt tolerated the procedure well. No add'l clinical sequelae were reported.

Manufacturer narrative:
Conclusion: device failure/lack of effectiveness related to pt condition (minimal distal apposition in the right iliac artery). Required secondary intervention.